Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the pump black box data revealed evidence of call service 054 alarms. The pump was found to power on audible tone and vibratory alarms, indicating there was power to the pump. During a visual inspection of the pump, the battery compartment was observed to be cracked alongside of pump and below bumper pad. There was corrosion in the battery compartment. A leak test revealed leaks at the battery compartment. The pump was opened and moisture damage found on the printed circuit board. The keypad buttons did not respond to button presses. Further testing was not able to be performed due to the moisture damage. The complaint of no power to the pump was not duplicated during investigation.